Manufacturer narrative:
Evaluation: results: dissection. No device returned for evaluation and lack of information. Evaluation: conclusions: no device returned for evaluation and lack of information. Taken above rated burst of pressure of 18atm.

Event description:
A 4.0 mm x 9mm nc sprinter rx dilatation balloon catheter was used to post-dilate a mid rca lesion. The lesion morphology is reported to be moderate tortuosity with little calcification and 70% stenosis. It was reported that the lesion was pre-dilated. It was reported that a stent was implanted but was not fully expanded; a second stent was implanted overlapping the first. Another manufacturer's balloon was used in an attempt to expand the stent; this was unsuccessful. The nc sprinter rx was inflated to 24 atms and the lesion remained un-dilated. The balloon was trapped within the lesion with an appearance of a dissection outside the stent. The balloon was inflated multiple times at a low pressure in an unsuccessful attempt to remove the balloon catheter. During the attempt to remove the balloon catheter the shaft broke and the balloon was now trapped within the tip of the guide. A guidewire was advanced beyond the trapped balloon into the mid rca. Another manufacturer's balloon was advanced and inflated to 18 atms trapping the broken balloon for removal with the guide. The balloon was successfully removed from the patient. The patient has since been reviewed in the outpatient clinic and is well. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.